Manufacturer narrative:
The reported event was duplicated. It was found the device overheated by the service technician through functional evaluation. Upon disassembly, the service technician found corrosion within the device.

Event description:
The manufacturer field service technician reported that the device was overheating during testing at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer field service technician reported that the device was overheating during testing at the user facility. There were no adverse consequences related to this event.